Event description:
Literature: wiese, l. M., schneider, g. H., kupsch, a., haumesser, j., hoffmann, k. T. Postoperative MRI examinations in patients treated by deep brain stimulation using a non-standard protocol. Acta neurochir 2010. 152: 2021-2027. Published online july 20, 2010. Doi: 10.1007/s00701-010-0738-y. Summary: the authors report on post-operative MRI exams in 211 patients between (B)(6) 2000 and (B)(6) 2008 following implant of a bilateral deep brain stimulation system. A total of 212 initial post-operative scans and 31 additional post-operative scans were performed. MRI was acquired at 1.5t with a rf transmit/receive head coil comprising a t2 weighted fast spin echo (fse) and a t1-weighted inversion recovery fse sequence. Local cranial sar values measured up to 0.9w/kg compared to the manufacturer's recommendation of 0.1 w/kg. Initial scans (1-7 days after surgery) were performed with externalized leads, long-term scans (>30 days after surgery) with a connected generator. New neurological deficits were assessed before and after MRI. Additional mris were compared to the initial post-operative MRI with emphasis on new lesions. Reportable event: one case of abscess was documented after the initially performed MRI showed an intracerebral bleeding (icb) 10mm in diameter at the left electrode tip. The outcome was not provided. Further information is being requested at this time; a follow-up report will be submitted if additional information becomes available. See literature article attached in MFR report# 3007566237-2011-09244.